Event description:
The customer observed a single non-reproducible, falsely elevated vitros tropi es result from a patient sample processed on a vitros 5600 integrated system. A vitros tropi es result of 5.70 ng/ml vs. Expected results of 0.030, 0.028 and 0.032 ng/ml was predicted from the sample, but was not reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation patient harm. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on the vitros 5600 system. The investigation was unable to determine a definitive assignable cause. An instrument issue contributing to the event cannot be ruled out as a contributing factor. Acceptable performance was obtained following an incubator cleaning. Based on historical vitros tropi es quality control results, there is no indication that a reagent issue contributed to the event. Additionally, the investigation was unable to confirm that the sample involved had been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Finally, pre-analytical sample mix up could not be ruled out as a cause of the event. A definitive root cause for the event could not be determined.